Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for device vibration. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi. Programming changes were made and device was restored. The patient was stable.